Event description:
The customer reported to olympus, the bronchovideoscope does not transmit image to the monitor. Sometimes the scope worked fine, but sometimes it doesn¿t. No error messages were displayed. The issue was found during an unspecified procedure that was delayed by 15 minutes without additional anesthesia and was completed with a similar device. The bronchoscope was reprocessed before sending for repair. The customer noted that no abnormalities with the scope was found and it had been used successfully in previous days. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Additionally, it was found that universal cord coating peeled off, had wrinkled and scratched; connecting tube insertion part had a scratch; distal end insertion part and plastic distal end cover had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, olympus confirmed that the biopsy channel was leaking while the user was handling the device, and water invaded the device. Due to the water invasion, abnormality of electronic parts occurred which led to the malfunction. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿operation manual: preparation and inspection -inspection of the endoscopic system -inspection of the endoscopic image angulate the endoscope and confirm that the wli and nbi endoscopic image does not momentarily disappear or display any other irregularities.¿ olympus will continue to monitor field performance for this device.